Event description:
On (B)(6) 2010, patient reported she is attempting to set new basal rates but they have not saved. Verified patient is not pressing the check key twice to save the new basal rates. Assisted patient with changing her basal rates. Had patient verify that they were saved. Patient reported her blood glucose have been a little elevated since (B)(6) 2009. Patient stated the doctor increased the basal rates for a few hours about 2 months ago because her a1c was elevated. Patient reported she attempted to change the basal rate profile herself and noticed they were not changed. Verified it was because she and the doctor did not press the check key twice to save the new basal rates. Patient's a1c was 8.8% (235 mg/dl) in (B)(6). Patient's normal a1c is around 7.5% (189 mg/dl). Patient stated the doctor attempted to make changes in the basal rate profile but did not save them properly. Patient reported she went back to the doctor recently ((B)(6)) and her a1c was 8.7% (232 mg/dl). Patient stated her blood glucose was running between 140-250 mg/dl since (B)(6) 2009. Patient's target blood glucose range is around 120 mg/dl. Patient reported she leaves her infusion site in for 4-5 days. Advised site should be changed at 3 days. Patient stated her doctor advised on this too because her blood glucose is normally elevated after day 4 or 5 of using the same site. Patient's blood glucose is currently 140 mg/dl; stated is "okay for her". No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.